Event description:
It was reported that the patient presented to the clinic on (B)(6) 2022 for a follow-up. Upon interrogation, it was noted that there was noise on the implantable cardioverter defibrillator (ICD). No programming changes were made as of yet. There were no adverse consequences to the patient.

Manufacturer narrative:
Further information was requested but not received.

Event description:
Related manufacturer reference number: 2017865-2022-08261. New information received notes the right ventricular (rv) lead and the implantable cardioverter defibrillator (ICD) had noise problem. There was no programming changes or lead revision done. The patient was in stable condition.